Event description:
While raising the patient from the bed to weigh him, two bolts in the sling support structure fell out causing the patient to fall back into bed. Part of the sling support swung upward striking the patient in the mouth. The bolts loosened as a result of a lack of periodic maintenance and missing lockwashers.